Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced a "very small" area of granulation tissue in the surgical area. The patient was treated using silver nitrated on 0(B)(6) 2016 in the physician's office. The patient was prescribed premarin cream on (B)(6) 2016. The event was considered not recovered/not resolved (continuing). If additional information is received, a follow up report will be sent.